Event description:
Event description cpi received information that two leads were removed from service due to insulation break. An invasive procedure was performed to explant this endotak transvenous defibrillation lead and bipolar lead two days after implant. The physician elected to implant a new endotak lead.